Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -16.0/+3.0/085 into the patient's left eye (os) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not indicate the cause of this event.